Event description:
Patient reported "rupture". Later, patient reported "capsular contracture," baker grade unknown. This record is for the right side. Device was explanted and replaced with an unknown device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number: 2422865: 2566237: capsular contracture, rupture. Device not returned to device analysis. (B)(6): a0412, material rupture, e2303, capsular contracture, (B)(6). Device appears to trigger rejection. Device not returned to device analysis. Even though there were two additional complaints of rupture for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Patient reported "rupture". Later, patient reported "capsular contracture". Later healthcare professional reported ¿capsular fibrosis of the breast due to breast prosthesis or implant¿, capsular contracture baker grade iii and inner silicone gel came into contact with the patient. This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, g2, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed 2 openings assessed as unidentified (tear) opening and fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. Device has been explanted and relaced.